Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as: MDR ID: 2134265-2018-04631. It was reported that contrast agent was retained in the patient's distal right superficial femoral artery. A 2.1mm jetstream® xc atherectomy catheter and a jetstream® pv atherectomy system console were selected for an atherectomy procedure in the patient's right mid superficial femoral artery (sfa). The lesion showed 90% stenosis, the vessel diameter was 5.0 mm, a length of 30 mm, and it was classified as "transatlantic inter-society consensus (tasc) ii a lesion." The devices were used during the procedure and no performance issues were reported for either device. The procedure was completed with these devices. 190 ml of contrast was used during the procedure. Laboratory tests were preformed prior to, and after, the procedure. Also, 1 non-bsc device and 1 unspecified balloon was used to treat the patient. However, the day following the procedure, it was found via dsa image that the patient's sfa had retained the contrast agent (believed to be from the procedure the day prior). The patient therefore had an intervention done on an unspecified day; a balloon dilatation of the tibiofibular. No other patient complications were reported. The patients post-operative status was okay.

Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is device not returned as the complaint did not include returned device review and lacked the objective evidence or descriptive conditions of the event required to determine what could have contributed to the event. (B)(4).

Event description:
Same case as: MDR ID 2134265-2018-04631. It was further reported that on (B)(6) 2018, subject was discharged on unknown medication. Also, it was initially reported that "post treatment, percutaneous transluminal balloon angioplasty (pta) was performed, with 30% final residual stenosis." However the new information reported that the final residual stenosis was actually 15%.